Manufacturer narrative:
The MFR (MFR.) Has attempted to obtain the device for analysis and/or additional info concerning this event via telephone and written communication; however, the attempts have been unsuccessful. Since the device has not been returned to the MFR. For analysis and no further info has been provided, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 8/3/1998.

Event description:
On 5/29/1998, the facility nurse informed the manufacturer's rep of the following: when the facility nurse attempted to administer drugs (no vesicants), the area around the device filled with the drug. The pt was sent to radiology and a dye study was performed. The device was found to leak. At that time, the faclility was discussing what to do with regard to removing the device; however, no decision was made. The drugs used were not caustic/vesicants and no pt injury was reported. No further details were provided at this time.